Event description:
Chronic high rv (right ventricular) thresholds noted. Alert high rv threshold on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).